Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose was 504-570 mg/dl. Customer went to the emergency room and was subsequently hospitalized due to bg. Customer was treated intravenously with saline and insulin. Customer was released on (B)(6) 2024 with issue resolved and no permanent damage.